Manufacturer narrative:
(B)(4). Batch # p55j57. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device loading 6r45b had a difficulty in clamping the tissue at the first firing on the bronchial tube. Then, the jaws were closed forcibly with the braking sound, and the device was fired. The staples were not deployed. No pieces were left inside the patient. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that there was a possibility that the cartridge was not loaded into the jaw properly. No further information is available.